Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, seating and basic occlusion tests. The pump passed the tone check during the self test. No unexpected pump error 63 was noted. No physical damage was noted on the keypad components. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call hardware low level failures error on the insulin pump. Customer's mother advised the volume on the device does not go up and even though the screen says it is on maximum volume it is really low. Customer is having trouble hearing the beeps. Customer advised during the tone test the device beeped. Customer received the hardware low level failure alarm during the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.